Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider and a manufacturer representative reported that the patient had an infection at the battery pocket. The infection was noticed at a post-op visit. The patient was given antibiotics and the battery was removed. The doctor sent cultures to test for infection. The patient was very thin so the battery may have just been coming out of the skin. The patient status was noted as "alive - no injury" at the time of the report. The patient was indicated for spinal pain and chronic low back pain. No culture results and no outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.